Manufacturer narrative:
Device 9 of 54. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 3f05263 was manufactured on 06/28/2023, in bodolay line, with a total of (B)(4) market units (mkus). Complaint investigator performed a batch record review on 07/jun/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704768 and manufacturing order (B)(4). No discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Conclusion summary of the related event: 6m to look at the potential cause effects and determine the root cause/assignable cause such as: machine: no proper tools were used to complete the visual inspection at distributor. Distributor was found not familiar with the use of tappi chart for black dot inspection. As the non-conformance is quality system related, with deficiencies in the establishment of the requirements (method) and communication and training related to the inspection and use of the machinery this "m" was discarded. Method: the root cause has been identified in relation to method (inconsistency in the acceptance criteria. No clear inspection/ acceptance criteria were defined for black dot/ foreign matters and dented box defects), which is further detailed in the summary investigation section. Man: it was confirmed that the employee(s) at distributor were not trained to convatec inspection criteria. Investigation result of previous complaints has not been communicated to the distributor before the next lot of complaints were received. As the non-conformance is quality system related, with deficiencies in the establishment of the requirements (method) this "m" was discarded. Materials: nonconform raw materials, components, and supplies used for production are considered in this ¿m¿. As the non-conformance is quality system related this "m" was discarded. Mother nature (environment): lack of environmental controls, weather and other natural occurrence, uncontrollable events fall into this category. As the non-conformance is quality system related this "m" was discarded. Management: training, communication, resources, management responsibility and prioritization are considered management causes. It was determined that there was no clear instruction nor communication on how distributor should report defects. Distributors send complaints as and when they found it during the labelling process resulting in duplicate complaints for the same defect code within the same manufacturing lot. Corrective and preventive actions: corrective and preventive actions identified will be taken through corrective action / preventive actions (CAPA) plan. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
It was reported by the distributor that there were fifty four pieces of dressings with colored dots. The product was not used by patient. The photographs depicting the issue were received from the complainant.